Manufacturer narrative:
(B)(4). Date sent: 11/29/2022. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2022-02430 and 3005075853-2022-02433.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information was requested and the following was received: "were there any patient consequence related to this event? If yes please describe. -no." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Event description:
It was reported that during a thoracoscopic procedure, the front end of the device was damaged, scattered in the chest, and the shape was irregular. After 1 hour and 45 minutes of careful searching, four fragments were found, which were complete after splicing. No patient consequences.